Event description:
Pt complained of allergic reaction, chronic pain in right breast, chronic pain in chest wall, osteochandritis, hepatitis, epstein barr virus antibodies, itching throat, chronic fatigue syndrome, fibromyalgia, pain in joints and muscles, sweats/chills, fever, headaches, sore throats, shortness of breath, memory loss, loss of concentration, sleeping problems, autoimmune disease, numbness/tingling, hair loss, hands and eye inflammation, panic attacks. Event date: 3/30/83.